Event description:
It was reported that cartridge did not fully snap into pump, preventing proper loading and insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer removed case from pump, inspected housing and pneumatic tap area for damage or debris, cleaned area, confirmed cartridge parts were intact, and attempted to reload original cartridge without success; with technical support guidance, customer then filled and loaded new cartridge until it clicked into place and successfully completed load process and resumed insulin.